Event description:
It was reported that the piston on the pump did not fully retract on multiple occasions, affecting the customer's ability to load a new cartridge onto the pump efficiently. Customer's blood glucose (bg) level was 362 mg/dl. The customer reverted to an alternate method of insulin therapy.